Event description:
On (B)(6) 2011, pt reported her infusion device broke on (B)(6) 2011. Pt stated the piston rod stopped working. Pt reported she attempted to change her insulin cartridge on (B)(6) 2011 and attempted to return the piston rod but it would not return. Pt stated the piston rod was spinning very slow and making a dull humming noise. Pt reported the piston rod never returned and then displayed an e10 (cartridge error) message. Pt stated she attempted to change the battery but the same thing occurred. Had pt try a new battery. Advised to change the battery cover. On call back pt reported she tried a new battery and new battery cover and the same thing occurred. Pt stated the piston rod would not move at all this time and continued to make a low humming noise and then displayed an e10 (cartridge error) message. Advised pt to switch to her backup infusion device. Pt reported her backup infusion device was destroyed in a house fire and she is currently on insulin injections. Pt stated after her infusion device stopped working on (B)(6) 2011, she became very upset which caused her blood glucose to become elevated. Pt reported she didn¿t have any way to inject insulin as a back up method. Pt stated her husband took her to the hospital because of her blood glucose and when she arrived at the hospital her blood glucose was around 500 mg/dl. Pt's target blood glucose range is 200-300 mg/dl. Pt reported she was admitted to the hospital and given an IV of insulin and liquids. Pt stated she was discharged on (B)(6) 2011. Pt reported she was instructed by the doctor to give injections until she is connected to the infusion device again. Product was replaced and requested return of the alleged product for evaluation.